Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided. (B)(4).

Event description:
It was reported that this lead was explanted due to unknown reasons one month of being implanted. The lead dislodged and wasn't able to be repositioned because of heart tissue in the helix. It was replaced and it was successful in staying in the left atrial appendage. No additional adverse patient effects were reported.

Event description:
It was reported that this lead dislodged and wasn't able to be repositioned because of heart tissue in the helix. It was replaced and it was successful in staying in the left atrial appendage. Lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body revealed no abnormalities, other than induced damage from normal use. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.